Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are having some issues with their bladder. They are not voiding as much as they should. The caller reports no changes to medication or diet. The issue started in december of this year and has gotten worse in the last couple of weeks. Agent reviewed option to increase stim or change programs. Caller will try increasing stim and will track symptoms. Patient was redirected to their doctor if issue persists. The caller will see their hcp in the future.